Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The issue was stated to have not been reported to the customer's biomed. A pm was reportedly completed on october 12th, 2023. The unit is currently in service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance with a screen issue, reported that the bottom row of buttons on the screen do not click or light up. Troubleshooting was unsuccessful. Customer switched out the console to a new one.